Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that patient underwent a procedure on (B)(6) 2018 and is part of a shoulder arthroscopy study. The 2018 procedure was performed in (B)(6). Now patient¿s anchor is loose and a revision surgery is scheduled for (B)(6) 2019, in (B)(6) to remove the anchor. The anchor part number is ar-2323pslc, lot unknown. Update 01-apr-2019: the revision surgery on (B)(6) 2019 took place and went well. The anchor will not be returned because it remains in the patient. It turned out that the patient had an abnormal reaction to the sutures which resulted in excessive scar tissue being formed. Surgeon only removed the sutures, the anchor remains in place. Update 02-apr-2019: the scan was taken before the revision, it suggested that the anchor came loose. But during the revision surgery the surgeon didn´t see the anchor. It was covered by scar tissue, which probably gave a false image on the scan. Surgeon decided not to search for the anchor because he didn´t want to cause more damage to the cuff.